Event description:
A customer contacted beckman coulter inc., (bci), regarding lower than expected total bhcg (tbhcg) results generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing on this and on an alternate analyzer produced results within a higher gestational category. The results were reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Event description:
This is a spontaneous report by a physician from the (B)(6) of sterile peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent and peritonitis was suspected. On that day, the patient began treatment with vancomycin 50 mg four times daily and kefzol 250 mg four times daily. On (B)(6) 2010, patient was hospitalized. On (B)(6) 2010, patient stopped treatment with vancomycin and kefzol and began treatment with ciproxin 50 mg four times daily. On (B)(6) 2010, patient was discharged from the hospital. The patient did not experience an exit site or tunnel infection and did not routinely reuse supplies. On an unreported date, the patient discontinued therapy with extraneal. The patient was not recovered and treatment with ciproxin was ongoing. Physioneal and nutrineal therapies were ongoing. The physician considered the peritonitis related to pd therapy as all processes were evaluated and they could not find an alternative explanation. The patient was considered recovered on (B)(6) 2010.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. Baxter implemented a field corrective action (fca) in (B)(4) on (B)(4) 2010; (B)(4).